Manufacturer narrative:
.

Event description:
The patient stated that her first implantable neurostimulator (ins) malfunctioned in the operating room (or) so the put another one in right then. Indication for use included post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.